Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) and the reported stroke and patient outcome, as well as the reported biventricular failure could not be conclusively established through this evaluation. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure, stroke, bleeding, and death. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient experienced right heart failure on (B)(6) 2021. The patient was diagnosed with biventricular failure. It was noted that the patient would need right ventricular assist device support at implant. The patient inhaled nitric oxide and had a right ventricular assist device implanted as part of treatment. The patient expired on (B)(6) 2021 due to a stroke.